Event description:
It was reported to medtronic neurosurgery that the doctor programmed the valve and rechecked with a manometer pre-operatively. According to the report, it did not match the programmed pressure.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The valve was patent and passed leak, pressure-flow testing at 0 cm hydrostatic pressure (hp) and pre-implantation testing. It did not meet the requirements for siphon, reflux or pressure flow testing at -50 cm hp. There was proteinaceous debris in the interior and exterior of the device. Debris within the valve may interfere with siphon control device and the pressure flow-control mechanism resulting in siphoning and/or reflux. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.